Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that post implant on the way to recovery the patient received a shock. Upon interrogation wandering baseline and subsequent flat electrogram that resolves once the inappropriate shock is delivered was noted. A few days later when the field representative palpitated near the sensing electrode no noise or wandering baseline was observed. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported.